Manufacturer narrative:
Product analysis: analysis of the device confirmed the customer comment of a defective battery compartment. Analysis also noted that the hanger assembly was broken, capacitor on the main printed circuit board (pcb) was broken, encoders turn hard and the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a defective battery door and needed to be pried open. The epg has been returned for service. There was no patient involvement.